Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented at the clinic after receiving inappropriate atp therapy. The device was post-sensed t-wave oversensing and was noted on the stored egm. Programming changes were recommended. Dft testing was performed successfully after making the necessary changes. The patient condition is stable and the device remains implanted.